Event description:
It was reported that a patient who had received an implantable neurostimulator a few months prior experienced pain following the implant procedure, difficulty charging the device (only able to charge while standing, with the device ceasing to charge when sitting), and a prolonged time required to reconnect for charging, which sometimes took up to two hours compared to a previous duration of twenty minutes. The charging issue was noted to be worsening. The patient described a 'shocky' sensation, a lack of pain relief, and pain from the device insertion. After device activation, the patient reported muscle pain, which the healthcare provider indicated was not located where the device was implanted. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.